Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in cusps 1 and 3. There was mild thinning and loss of collagen fibers on all three cusps. Cusp 1 contained a horizontal fold in the cusp, which created a retraction. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, a mitral valve replacement (mvr) was performed and this 29 mm epic valve was implanted in the patient's mitral position. On (B)(6) 2016, at a routine follow-up, a systolic heart murmur was confirmed. An echocardiogram revealed moderate mitral regurgitation and left atrial enlargement. Furthermore, the posterior side of the cusp appeared to be prolapsed. An eccentric jet toward the anterior side was also observed. On (B)(6) 2017, a re-do mvr was performed and this valve was explanted. Upon explant, pannus and thrombus were observed on each of the two posterior cusps; pannus ingrowth on the outflow side of one cusp, thrombus formation on both outflow and inflow side of another one. A fold was also observed in the mid-portion of the cusp, which was located close to the site of thrombus formation. A 27 mm carpentier-edwards perimount magna ease mitral heart valve was implanted instead. Postoperatively, the patient remains in unstable condition. Reportedly, the base of one cusp on the anterior side was torn by the surgeon during explant of this valve, so it was unrelated to this issue.